Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of a combination of dislocation and humeral liner disassociation. It is unclear if the dislocation allowed for the humeral liner to disassociate or if the humeral liner disassociation-which may have been the result of either incomplete seating of the liner during implantation, bone impingement, patient conditions, or any combination of these possibilities-led to the dislocation as the explanted device was not returned for evaluation. The most probable root cause associated with the reported event of ¿humeral liner disassociation¿ is associated with post-operative disassociation of the humeral liner component from the humeral adapter tray/plate. Do not use for humeral liner seating difficulty. Furthermore, the most probable root cause with the event of ¿dislocation¿ is associated with the device not remaining in an expected location.

Event description:
As reported, the 62 y/o male patient underwent rtsa surgery. At a later date, the patient underwent a back surgery procedure. Following this procedure, the patient reported shoulder pain. The patient was observed to be dislocated. In revision surgery, the humeral liner component was observed to be dislodged from the tray. The liner was replaced. There was no breakage of a device or surgical delay/prolongation, images and x-rays received. The device is not available for evaluation due to explants are retained by the hospital.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.